Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4) and there was liquid contamination on the battery board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.